Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the problems reported. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "pt impact unk" (no known impact or consequence to pt). Product problem(s): "laser did not work" (device inoperable). A nurse reported the laser would not work during a procedure. The surgeon had to stabilize the pt's eye while the system was rebooted. Additional information has been requested.